Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped by customer causing the touchscreen to become cracked. Customer stated that the pump is still functional. Customer had elevated blood glucose (bg) level (241 mg/dl)the customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.